Event description:
The customer contact reported a separation. The tubing set was being used to deliver tpn. After an unspecified length of time in use, the tubing separated from the filter. The tubing set and solution container were replaced and therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.